Manufacturer narrative:
The reported complaint was not confirmed as it could not duplicated. Upon receipt of this reported device from the customer, the device underwent a thorough investigation which included a visual inspection and a volumetric sequential run of 111ml for 8 stations and concluding with 112ml for 9th station for a total volume of 1000ml. The results obtained in this evaluation were in specification at +/- 3ml per station.

Event description:
It was initially reported by the customer that pinnacle compounding pump had malfunctioned. Customer states "one patient is always reporting 200 ml of solution left in the final container after the infusion has completed. They have replaced the patient IV pump three times, however the patient still reporting the 200 ml left." The pharmacy technician states "no overfill alarms on the pinnacle pump. They have been weighing the empty final container, compounding, and then weighing the filled final container, subtracting the empty weight and each final container is well with in the +/- 5 percent."